Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th oct 2025, it was reported by an arthrex's employee via an email that for 3 units of ar-4501, meniscal cinch¿ ii, both implants were set properly but the suture broke when using the knot pusher. Another two new ar-4501 were opened but the same issue happened again. This was detected during a meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully by using another brand product. There were no patient harm or secondary procedure needed. Please note: this case was created because the original case (B)(4) encountered system issues during the update process. As a result, it voided the original case, and a new case (B)(4) was created.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported and observed device failure is user error, including incorrect surgical technique and excessive manual force applied during deployment. The complaint allegation was confirmed based on the customer¿s picture, which showed three ar-4501 meniscal cinch ii devices. One with a cannula bent at the tip and sutures still attached to the cannula. Additionally, two other devices had deployed buttons that were incorrectly retracted and not flush with the back of the handle, indicating a possible bent pushrod inside the handle, likely due to improper surgical technique. Directions for use dfu-0156-eo at revision 0. Arthrex suture retention devices g. Precautions 3. The depth stop should be used to avoid piercing structures peripheral to the capsule. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. 10. Meniscal cinch device only: if resistance is felt during implant deployment, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This is to avoid damaging implants. Meniscal cinch device only: to avoid premature tension to construct do not pull external suture before releasing trocar #2. According to the surgical technique. Meniscal cinch ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-4501 meniscal cinch ii, batch 15255251, was received for investigation. Visual inspection revealed that the anchors and sutures were tangled between the inner and the outer molded shaft. Cracks were observed around the holes of the molded shaft, as well as at the bends of both shafts near the distal end close to the tip. An attempt was made to remove the outer molded shaft to evaluate the inner shaft; however, resistance was encountered, most likely because the anchor was tangled between the inner and outer shafts. A soft touch evaluation of the shaft noted that the tip of the inner shaft was broken and bent. Evaluation of the sutures and anchors revealed frayed sutures, and the visible anchor was found to be broken, with a portion of the anchor body missing. A functional test was not performed because the device was severely damaged. The most likely cause of the reported and observed device failure is user error, including the application of excessive side-loaded force, prying or levering of the device, incorrect surgical technique, and excessive manual force during deployment. Directions for use dfu-0156-eo at revision 1. Suture retention devices g. Precautions 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration 3. The depth stop should be used to avoid piercing structures peripheral to the capsule. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. 8. Meniscal cinch ii and softstitch devices only: do not advance the implant beyond the tip of the cannula before penetrating the meniscus. 9. Meniscal cinch device only: do not pull the trocar back into the cannula after it has been advanced as this could prematurely deploy the implant. 10. Meniscal cinch device only: if resistance is felt during implant deployment, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This is to avoid damaging implants. 12. Meniscal cinch and softstitch devices only: do not trap external suture against handle. Meniscal cinch device only: to avoid premature tension to construct do not pull external suture before releasing trocar #2. According to the surgical technique. Meniscal cinch ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.